Event description:
It was reported that the patient experienced syncope. The right ventricular and right atrial lead exhibited noise. The leads were extracted and replaced. The patient was stable after the procedure.

Manufacturer narrative:
Final analysis found external insulation abrasion at 5.2 cm-5.4 cm from the distal tip, consistent with lead friction to another device or feature of the heart. This is consistent with the observation from the field of noise. The concomitant product and therapy date was added, which was not previously reported.